Event description:
This pt underwent a (pci) percutaneous coronary artery of the distal right coronary artery. The vessel was slightly calcified and moderately tortuous. The diameter of the vessel was 3mm. There was 75% stenosis. The cypher (2.5x18mm) was delivered to the lesion for direct stenting and inflated at 12 atmospheres and was deflated immediately. The physician felt the deflation time was shorter than usual. On (cag) coronary angiography, the stent seemed to have explanted, so the physician removed the (sds) stent delivery system from the pt without friction, but at the same time, the stent was removed together with the balloon and the stent dislodged at the proximal end of the lesion. Because the stent was still on the gw (runthrough), a snare was inserted into the vessel and the dislodged stent was safely removed from the pt. The physician did not notice any balloon rupture under the cag. The physician suspected the inflation device defect, too, and so the inflation device (everest) was sent to the competitor. The procedure was safely finished. The product was clinically used, and was returned for the analysis. No further info was available.

Manufacturer narrative:
This product is similar to us cypher stent. Additional info will be submitted within 30 days of receipt.